Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, it was noticed that the ring that holds the arterial filter was cracking. The product was not changed out. There was no pt injury. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation; therefore, terumo is still investigating this issue, and a follow-up report will be submitted when the investigation is completed an more info becomes available. (B)(4).